Event description:
Surgeon reported patient experienced heartburn and dysphagia - gastric band intolerance". Aps lap-band system replaced with an apl lap-band system. Follow-up findings: intolerance caused by size of band. Replacement of aps by apl resolved this.

Manufacturer narrative:
Taper ii. (B) (4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Dysphagia, intolerance, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Performance tests indicate no leakage at the access port or access port tubing or the shell. The band tubing was in two pieces and device analysis noted, it was broken with striations consistent with surgical end cuts for removal of the device. Device labeling addresses the possible outcome of dysphagia, reflux, heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the contraindication for patients regarding intolerance as follows: "patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain.